Event description:
It was reported that during a gastric bypass, the blue trocar tip was broken off during set-up by the tech; was not used at all on the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). (B)(4). Info not available, device not returned for analysis.